Event description:
Customer placed the nasogastric tube, 6fr x 36", as an oral jejunal tube transpylorically into the small bowel. The nurse stated that they had a small bowel perforation in the nicu. The tube was discarded and the lot number cannot be verified.

Manufacturer narrative:
The device was not returned for investigation nor was a lot number reported. The cause for the reported event can not be determine based on the info available.